Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized, due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 302 mg/dl. The customer's doctor determined that the customer had a kidney infection, which appears to have greatly affected her blood glucose levels. When the doctor checked the insulin pump, the screen went blank and the insulin pump alarmed battery out limit. The customer stated that the buttons became unresponsive following the alarm. Nothing further was reported.